Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer had passed out during the night, which she stated was not unusual. Her husband injected her with glucagon because she was also cold and sweaty, which indicated to him, she was having a blood glucose problem. After she regained consciousness, she tried to test herself on the contour next link 2.4, but the meter displayed only e04, indicating an incorrect strip was used. There was no evidence of an ae; no allegation the meter cause the customer to lose consciousness. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
The returned meter error log did not show an e4. The most recent errors were e2; indicating used strip. It was observed that one of the strips in the returned bottle was exposed to liquid, as the reagent circle was partially dissolved. Tests using returned product gave satisfactory performance. The damaged strip was not used in testing.